Event description:
New information received indicates a wireless communication issue was noted, not failure to sense.

Manufacturer narrative:
The reported event of communication issue was not confirmed in the lab. Upon receipt, the device was interrogated on a programmer and normal communication was established. The device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and shelf life. The device sensing was tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that failure to sensing was noted on the device. The device was explanted to resolve this event. The patient was stable following this event with no adverse health consequences.